Manufacturer narrative:
Code 3191 was used to reflect the additional surgical intervention that was performed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported inappropriate atp delivered when not required, inappropriate shock and rhythm acceleration.

Event description:
It was reported that this dual chamber implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the atp accelerated the patient's rhythm into the vf zone, and a shock was delivered and converted the rhythm. Technical services discussed programming options. The representative planned to follow-up with the patient's health care professional (hcp). Subsequently, the patient underwent additional surgical intervention as the ICD was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The device system was successfully upgraded to a crt-d. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this dual chamber implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the atp accelerated the patient's rhythm into the vf zone, and a shock was delivered and converted the rhythm. Technical services discussed programming options. The representative planned to follow-up with the patient's health care professional (hcp). Subsequently, the patient underwent additional surgical intervention as the ICD was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The device system was successfully upgraded to a crt-d. No additional adverse patient effects were reported.